Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was unable to be implanted due to failure to capture. No new lead was implanted and no adverse patient effects were reported.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was unable to be implanted due to failure to capture. No new lead was implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Tissue was noted in the helix. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.